Event description:
Complainant alleged that while attempting to upload data to a computer, the device displayed a "pacer disabled" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.